Event description:
False positive advia centaur (B)(6) total results were obtained on several patients samples that could not be conformed as positive with other (B)(6) methods. The patient samples were retested and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total results.

Manufacturer narrative:
The cause for the false positive (B)(6) total results are unknown. The customer declined service - no further action taken.